Event description:
It was reported that the syringe module displayed the error message "drive failed to engage". There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error message ¿drive failed to engage¿ was not able to be confirmed during laboratory testing. An external and internal inspection was performed on the returned suspect syringe module and no issues were identified that could have contributed to the reported event. A review of the suspect syringe module error log showed no errors or malfunctions on the reported incident date. On the reported date of 26 august 2025, the suspect syringe module was attached to pcu s/n (B)(6)and powered on at 7:27 am. At 7:27 am, syringe module was selected and a bd 10ml syringe was selected with a volume of 8.667ml. An infusion with a rate of 0.25ml/h and a volume to be infused (vtbi) was programmed. The infusion was started and device alarmed for ¿syr_motor_not_engaged¿ and channel was powered off. No more infusions were recorded on the reported date. Syringe module was programmed with the last programming parameters of a rate of 0.25ml/h and was left to infuse for 2 hours. Infusion completed with no issues or errors. Additionally, a full preventive maintenance task was performed on the suspect syringe module utilizing the alaris system maintenance (asm) software v12.5. All tasks performed passed successfully. The bd syringe loading alaris pca and syringe modules tip sheet provides the user with a step-by-step guide on how to properly install a syringe into a syringe/pca module with additional instructions to ensure a proper installation and avoid start-up delays, delivery inaccuracies and delayed generation of occlusion alarms. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error message ¿drive failed to engage¿ was not able to be determined during the investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module displayed the error message "drive failed to engage". There was no patient involvement.